Manufacturer narrative:
Evaluation summary: the device involved in this incident has not been received for evaluation. Without the actual product, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Catheter was believed to be sutured in pt, and broke when trying to remove. Pt required additional surgery to remove the broken catheter. No adverse event reported at time of complaint.